Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, a spontaneous breath would trigger with out patient initiation and the leak percentage is showing asterisks. The customer stated the unit was on a patient when this issue occurred and there was no patient harm or injury.